Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2013-03665, 1225714-2013-03666.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one of four device reports associated with this pt; the associated MFR report numbers are 1225714-2013-03665, 1225714-2013-03666, 1225714-2013-03677, and 1225714-2013-03678. Additional info has been requested and ill be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated mdrs number: 1225714-2013-03665, 1225714-2013-03666, 1225714-2013-03677 and 1225714-2013-03678.

Event description:
The plaintiff's atty alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.